Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative was provided with a picture to evaluate the reported issue and was able to see that on one datasette there was no jumper installed on the two pins. The getinge representative advised the distributor that normally there is a black jumper installed between those pins. The getinge representative suggested to the distributor to check if the jumper fell off and was perhaps still in the anti-static bag. He also indicated to the distributor that if the jumper could not be found, they could also connect the connector pins together and see if this would solve the problem. The distributor advised that they were not able to find the jumper in the anti-static bag, but that they used an old jumper to connect the connector pins and the issue was resolved. The getinge distributor performed all functional and safety test as per factory specifications. The unit passed all tests performed and was released for clinical use.

Event description:
It was reported that during installation of datasettes by an authorized gettinge distributor, one pair of the iabp datasette for the cs300 intra-aortic balloon pump (iabp), did not work or was a mismatch. In addition, the distributor's technician tried to install this one pair of datasette into the cs300 iabp at the hospital, but after changing both datasettes the iabp alarmed and failed to start up. There was no patient involvement and no adverse event was reported.